Event description:
It was reported that this right ventricular (rv) lead was explanted due loss of capture because of fracture and high impedance out of range. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due loss of capture because of fracture and high impedance out of range. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information was received that this rv lead had exhibited pace impedance measurements of greater than 3,000 ohms, which resulted in a lead safety switch (lss). Technical services (ts) noted this would be indicative of the lead fracture.

Manufacturer narrative:
If pertinent information is a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due loss of capture because of fracture and high impedance out of range. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information was received that this rv lead had exhibited pace impedance measurements of greater than 3,000 ohms, which resulted in a lead safety switch (lss). Technical services (ts) noted this would be indicative of the lead fracture.